Manufacturer narrative:
(B)(4). Results: endoleak. Short angulated aortic neck. Conclusion: short angulated aortic neck.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. It was reported that a proximal type I endoleak was observed after the bifurcated stent graft was implanted. This was resolved with placement of an aortic cuff; however, the aortic cuff was deployed lower than intended and occluded the contralateral side of the bifurcated stent graft. A bare metal stent was implanted to restore blood flow to the left side. The physician stated that the proximal type I endoleak was likely due to the short and angulated aortic neck. The aortic neck morphology also contributed to the inaccurate placement of the aortic cuff. The cuff length was 49mm, compared to the 50mm length of the aortic section of the main body, which left very little room for the cuff to be deployed. It is also possible that the proximal end of the contralateral limb was above the flow divider of the main body, which may have interfered with cuff deployment. The physician did confirm the position of the radiopaque marker during deployment. A type IV endoleak was also observed around the flow divider of the main body, but this was not addressed. No clinical sequelae were reported and the patient is fine.